Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the electrograms (egm) display on the analyzer displayed a dotted line before disappearing was confirmed. It was determined at analysis that the mobile programmer had a loss of connection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure using the mobile programmer, the electrograms (egm) display on the analyzer displayed a dotted line before disappearing for a brief period while testing the right ventricular (rv) lead. Troubleshooting steps were taken to include swapping out the mobile programmer for a legacy programmer to complete the implant. Performance data from the mobile programmer was received and it was determined at analysis that the mobile programmer had a loss of connection. No patient complications have been reported as a result of this event.